Event description:
It was reported that during the change of load (blue) of the stapler, the protective part (orange color) came loose causing instability of the staples, so it was necessary to discard it and replace it with a new load. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Batch #: u5d883. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with 8 double drivers out of position and 5 double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number u5d883, and no non-conformances were identified.